Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and the device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement earlier than estimated. It was also reported that the impedance measurement went from 495 ohms to 2267 ohms in an eight month period. The ipg was removed and replaced. No patient complications have been reported as a result of this event.